Manufacturer narrative:
MFR location was corrected to reflect the 1400 n goodman st, rochester, ny address. One other complaint, (B)(4) was recorded on this lot. The complaint is from the same facility. Product was not returned for evaluation. Six quarters of sterilization dose audits (q4 2017 - q1 2019) were reviewed and found that all bioburden values were within acceptable parameters. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action deemed necessary. Contamination of surgical-reusable equipment should be considered in addition to the well-known risk factors, such as immunocompromised patient. No product was returned for evaluation, as such no definitive conclusions can be drawn as to the source of the endophthalmitis. Should the product be received, the investigation will be reopened. Complaints of this type will continue to be monitored. The investigation is considered complete at this time.

Manufacturer narrative:
Though requests have been for the product return, to date none has been received. Investigation results are pending.

Event description:
A patient received phacoemulsification and intraocular lens implantation with the stellaris system, due to senility cataract in right eye. The incision was not sewn, and the patient was discharged with medication on the same day. Re-examination showed no discomfort and 0.9 vision. Fifteen days after surgery, the patient came to the hospital with redness and pain, and vision loss in their right eye, and was admitted to the emergency hospital with "suppurative endophthalmitis od" for posterior vitrectomy and intraoccular lens extraction. The endophthalmitis symptoms were controlled and patient was discharged with medication. It was reported that the patient has recovered.